Manufacturer narrative:
.

Event description:
It was reported that during a lap nephrectomy procedure, the device broke while being placed in the pt's body. Another one was used to complete the or. No pt consequences were reported.